Event description:
During an installation base of the iabp the customer observed that the iabp had no ac power or battery leds working in the cart. Upon inspection, the service representative verified the problem and found no ac power into the console as well. No patient was involved.

Manufacturer narrative:
The company representative observed ac power intermittent and when the power cord is jiggled the iabp power up but then cut out. The company representative replaced the retractable power cord (part number: 0012-00-1688-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4) tested the replaced retractable cord and could not confirm the problem. (B)(4).